Event description:
It was reported to covidien on 04/20/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer reports the nephrologist noticed a leak at the distal end of the silicone tubing. Catheter was repaired and no sample is available as the catheter was repaired.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, results will be forwarded.